Event description:
A patient reported blood glucose results of "182 mg/dl, 120 mg/dl, 95 mg/dl and 92 mg/dl" with a lifescan meter, performed within 10 minutes of each other, thereby indicating a potential malfuntion of the meter in terms of precision. The meter, test strips, and control solution were replaced.